Event description:
A notification was received via abiomed¿s long-term outcome and quality indicator (loqi) impella registry regarding a patient that endured ventricular fibrillation with a possible relationship to the impella device used: patient went into ventricular fibrillation at 13:04 on (B)(6) 2024. Patient was shocked and returned to normal sinus rhythm (nsr). Patient went into ventricular fibrillation at 13:58 on (B)(6) 2024. Patient was shocked with return to nsr. At 14:01 patient went back into ventricular fibrillation and was shocked again with return to nsr. The patient decompensated and expired. Impella support was for 14 hours. There is not enough information to exclude impella as an associated factor in the patient's outcome.

Manufacturer narrative:
The impella device has been discarded by the customer, therefore, investigation of the device is not possible. Should any new information be received, a supplemental MDR will be filed.

Manufacturer narrative:
The investigation for the reported ventricular fibrillation/ventricular tachycardia (vf/vt) has been completed. The device nor sufficient clinical information was returned for evaluation. Therefore, the root cause of the vf/vt could not be determined.